Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The physician attempted to place a 3.5x20mm promus element stent, but was unable to cross a liberte stent. When the physician attempted to remove the device withdrawal resistance occurred and the stent dislodged from the stent delivery balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. No information was provided regarding the status of the dislodged stent. Additional information was requested, but not available. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product device evaluated by manufacturer - as the unit has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).